Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report.

Event description:
The complaint is reported as: the customer alleges that the bulb detached during intubation. There was no delay in the procedure nor any pt harm or injury.